Event description:
On 09-feb-2026, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-2923ds disposables kit was being used to drill through the guide when the guide broke in half. This occurred during use in a case with no patient effect. The procedure was completed using another device.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.